Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, the patient reported questioning the accuracy of the bolus recommendations provided by his blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.